Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures namely, cleaning sample syringe, flushing all reagent lines, reseating syringes, inspection of lines for crinks and bubbles, cleaning of wbc aperture plate with bleach solution using an aperture brush, and massaging and re-seating the tubing in the normally closed valve 3-1. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
Additional discrepant data was provided for sid (B)(4) initial wbc 70.7, repeat 10.2, 12.4, 13.7. There was no impact to patient management reported. An evaluation is still in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The observed falsely elevated wbc results on the cell-dyn cd1800 analyzer. The following data was provided: wbc of 99 k/ul, which repeat in the normal range of 4.6-10.2 k/ul. Sid (B)(6) initial wbc 47.1 k/ul, which repeated in the normal range and sid (B)(6) wbc 57.7 k/ul, which also repeated in the normal range. There was no impact to patient management.